Event description:
It was reported that the stent partially deployed, and the stent fractured during removal, resulting in a cancelled procedure. A 6x150, 130 cm eluvia drug-eluting self-expanding stent was selected for use in a total occlusion of the superficial femoral artery. During the procedure, it was noted that the stent partially deployed and would not fully deploy. Since the deployed part of the stent could not be recaptured, the physician attempted to remove the stent, but the stent began to fracture. The stent, the deployment system, and the access sheath were removed together. Manual pressure was applied to the access site. The access site was compromised, so the procedure was aborted. There were no patient complications as a result of this event, and the patient fully recovered.

Manufacturer narrative:
Device evaluated by MFR: the eluvia was returned for analysis. A visual and tactile examination identified multiple outer sheath kinks. The device was received with part of the stent already deployed from the delivery system. The stent was noted to be severely damaged and part of the stent was detached and the other part was still attached to device. Organic matter was attached to part of the stent. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the handle of the device. The investigator opened the handle of the device. There was no evidence of inner prolapse.

Event description:
It was reported that the stent partially deployed, and the stent fractured during removal, resulting in a cancelled procedure. A 6x150, 130 cm eluvia drug-eluting self-expanding stent was selected for use in a total occlusion of the superficial femoral artery. During the procedure, it was noted that the stent partially deployed and would not fully deploy. Since the deployed part of the stent could not be recaptured, the physician attempted to remove the stent, but the stent began to fracture. The stent, the deployment system, and the access sheath were removed together. Manual pressure was applied to the access site. The access site was compromised, so the procedure was aborted. There were no patient complications as a result of this event, and the patient fully recovered.